Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy surgery using an ophthalmic operating system, the laser kept cutting off, fluid was not dispersing, and oil was not maintained at the correct pressure. These events occurred twice with the same patient, and no patient impact has been reported. Additional information has been requested but is not available at the time of this report.